Manufacturer narrative:
(B)(4). Litigation papers allege patient suffered pain, discomfort and soreness; negatively affecting her ability to walk, move and sleep. Patient was also injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation.depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Update: (B)(6) 2012 litigation papers allege patient suffered pain, discomfort and soreness; negatively affecting her ability to walk, move and sleep. Patient was also injured by excessive levels of chromium and cobalt in her blood. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.